Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.

Event description:
A publication received indicated a retrospective observational cohort study of patients that required an impella device support for at least 12 hours and received 25-u/ml concentration of heparin purge solution experienced bleeding and thrombosis complications. Conclusion and relevance noted of the 2% of patients experienced a thrombotic event involving the pump motor. Of the 63% bleeding events, 35% patients had clinically relevant bleeding barc 3a and 3b (bleeding academic research consortium) and no patients met criteria for barc types 3c, 4, or 5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Note(s): patient-specific information sections a2/a3 represents average (median) patient age and sex of the population majority respectively as cited in the attached article. Device-specific information other than brand name was not provided and therefore sections d4/h4 are respectively indicated as unknown. Journal article reference: christine jiang, pharmd, bcps et. Al (2021). Safety and efficacy of a percutaneously inserted ventricular support device purge solution heparin 25 u/ml. Annals of pharmacotherapy vol. 55(2) 174¿180.